Event description:
It was reported the pt underwent removal of the deep brain stimulation electrodes. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.